Event description:
The customer generated falsely elevated architect ca19-9xr results which were not consistent with the patient's clinical history with recalled reagent lot 08852m500. The customer provided an example of the falsely elevated results as follows: sample 16, 17.71 u/ml. The falsely elevated results were not reported out of the lab, therefore, there was no impact or injury to patients.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.